Manufacturer narrative:
Previously reported awareness date was (B)(6) 2017 and was incorrect, the correct awareness date should be (B)(6) 2017.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.